Manufacturer narrative:
On 4/13/2021, bwi received additional information regarding the event. Graph, dashboard, vector and visitag were all used as force visualization features. Visitag parameters were 2mm, 3sec, 40%, 5 grams. Respiration filter was used as additional filter. Ablation tag index was used as coloring option. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (B)(6) with history if ventricular tachycardia, stent placement, implantable cardioverter defibrillator (ICD) placement and anticoagulation therapy underwent a left sided ischemic ventricular tachycardia (isvt ¿ left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring drainage, blood transfusion and surgical intervention. The patient had a baseline pericardial effusion that was drained before the procedure started via epicardial access. During the procedure, while ablating with the stsf catheter, the physician saw a spike in the impedance and then a steam pop followed by a perforation in the inferior left ventricular apex. The patient¿s blood pressure immediately dropped, and the physician confirmed via intracardiac echo that a rapid pericardial effusion had formed. Reminder of the procedure was aborted. An epicardial sheath that was placed at the beginning of the procedure was used to remove the fluid and give the patient blood and fluids for about 20-30 minutes. The patient was then taken to the operating room to repair the perforation. Prolonged hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Patient¿s outcome is unknown. Transseptal puncture was not done. Standard stsf flow settings were used. The max wattage used was 40 watts and 35 watts endocardial when the steam pop occurred. The total fluid was less than 1 lt through the ablation catheter. Other fluid totals are unknown. No bwi product malfunctions nor error messages were reported. Graph, dashboard, vector and visitag were all used as force visualization features. Visitag parameters were 2mm, 3sec, 40%, 5 grams. Respiration filter was used as additional filter. Ablation tag index was used as coloring option. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.